Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had storage space fully opened during medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several mini drawer trays opened completely and the drawer 2.1 does not display map during medication draw. The field service engineer (fse) had inspected the mini drawer in hardware test application (hta) diagnostics. After selective disconnect of mini control units, the fse was unable to isolate issue to a specific control unit, hence removed the drawer and installed the replacement mini drawer controller. The fse then tested multiple control units and noted that some continued to fail due to front tray sensor issues. The fse then installed drawer positions and close sensors replacement, adjusted the latch block, replaced 10 control unit's mini drawers, reseated the board, reattached the bus cable, confirmed proper functionality in hta, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had storage space fully opened during medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.